Event description:
It was reported to phillips healthcare that the heartstart xl failed to power up stating " the equipment does not start" with an error 1000 displayed on the device. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.